Event description:
It was reported that the patient's pump was exposed through the skin. It was also reported that the pump was originally placed in the flank and became exposed through the skin during normal use. The patient's physician stated that placement location of the pump was not appropriate; however, this physician was not the one that initially implanted the device. The physician removed the device and placed a new pump in the abdomen. In addition, a new pump segment catheter was added to the existing spinal catheter. It was noted that there was no injury or adverse event. The drug used in this system was baclofen. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).